Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis event. The cause of the bacterial peritonitis was reported to be due to vision problems, but as no specific error or breach was noted, the cause of the bacterial peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Sixteen days after the initial receipt of this report, dianeal therapies were discontinued (previously, it was reported that dianeal therapies were ongoing. After thirty-five days of hospitalization, the patient was discharged. The patient was not recovered from the previously reported bacterial peritonitis (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.